Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was successful however the mr was not adequately reduced therefore the clip was repositioned. Approximately 30 grasps were performed when it was noted one of the grippers was not lowering and the gripper line appeared to be broken. The cds was removed without issue. Two clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported gripper line break was due to procedural conditions (user manipulation). The reported gripper actuation issue appears to be a cascading effect of the gripper line break. There is no indication of a product quality issue with respect to manufacture, design or labeling.